Manufacturer narrative:
This is follow-up report# 1 being submitted for this complaint. (B)(4). Patient code not available for parent vessel embolization and prolongation of the interventional procedure.

Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint. (B)(4). Part of the broken device remains in the parent artery in the patient, the other half of the broken device removed during procedure. Concomitant medical products: 5fr shepherd hook shaped guiding catheter and progreat ¿ (terumo) microcatheter. (B)(4). The deltamaxx will not be returned, therefore the root cause of the coil separating and stretching inside the patient cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
As reported by a health care professional, during the coil embolization of an aneurysm at the sphenopalatine artery the deltamaxx coil (cdx18246030/c37349) unraveled while it was being resheathed. The physician did not experience any resistance while re-sheathing the coil and the unravelling seemed to have occurred smoothly. When the physician was trying to recover the unraveled microcoil with the snare catheter, the microcoil got severed from the middle. The severed part remained in the parent artery, which could not be recovered. Thus, the physician embolized the parent artery instead to complete the procedure. The procedure was therefore delayed by two hundred and forty minutes. The patient's vessels were moderately tortuous and mildly calcified. There were no patient injuries or complications. There was no resistance or friction experienced when advancing the coil or the guidewire through the microcatheter. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. Due to the fact that the patient was a (B)(6) carrier, the complained product has already been disposed and is not available for analysis. No further information is available.